Event description:
It was reported that during device interrogation this implantable cardioverter defibrillator (ICD) recorded to have delivered episodes of inappropriate bursts of anti-tachycardia pacing (atp) and inappropriate shocks due to atrial driven rhythms. The physician requested technical services (ts) review of device data to confirm device operation. The device had stored two separate episodes with inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). Ts recommended device reprogramming. No adverse patient effects were reported. The device remains in service.